Manufacturer narrative:
Unit received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit received with cracked retainer, minor scratched display window and scratched case.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 160 mg/dl at the time of incident. It was also stated that display was solid white. The customer was reported that the display is not blank currently. The insulin pump will be returned for analysis.